Event description:
An assurant cobalt peripheral stent was being used to treat a lesion. It is reported that during the procedure the balloon ruptured. It was reported that the device could not be released after placement in the stenosis. The balloon of the device could not be inflated. There was no patient injury reported. Device evaluation: the device was returned with the balloon partially inflated and the stent partially expanded. The device failed negative prep. Upon inflation of the device, liquid was observed flowing from the tip of the device. The device failed to maintain pressure. The device was then expanded enough to remove the stent from the balloon to try and locate the leak site. The location of the leak could not be located so the balloon material was removed from the device. Upon removal of the balloon material, damage was noted to the bilumen shaft between the distal marker band and the balloon bond. The device appeared to be kinked with radial and longitudinal damage noted on the bilumen shaft. This was confirmed as the leak site by inserting liquid through the guidewire lumen and observing liquid flow through this damage site. No damage was noted to the balloon material or stent.

Manufacturer narrative:
Evaluation result unapproved use of device (device not indicated for use in the subclavian artery). Conclusion - off label, unapproved or contraindicated use (device not indicated for use in the subclavian artery). Device evaluation: upon removal of the balloon material, damage was noted to the bilumen shaft between the distal marker band and the tip seal bond.

Event description:
An assurant cobalt peripheral stent (6.0x20) was being used to treat a lesion in the subclavian artery. The vessel was straight with moderate calcification. The lesion was predilated. The stent was inspected prior to use with no issues noted. Some resistance was encountered when advancing the device but force was not used. The device was not moved or repositioned prior to the burst. The device was removed and another stent (6.0x18) was used to complete the procedure.

Manufacturer narrative:
Evaluation results: deformation problem (shaft). Related to operational context (damage most likely occurred post removal of the stent protector, possibly during preparation of the device before the procedure or during the attempted delivery of the device). Evaluation conclusion: operational context caused or contributed to event (damage most likely occurred post removal of the stent protector, possibly during preparation of the device before the procedure or during the attempted delivery of the device). (B)(4).